Event description:
The customer reported that the sys failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The filament driver pcb and power module pcb were evaluated and identified as requiring replacement. The customer elected to have service provided through a third party provider. The sys was repaired, tested and returned to svc.